Event description:
Ivus machine not holding a charge or working while plugged in. Biomed was called yesterday to help trouble shoot. Machine has been plugged into 3 different outlets all day; writer pushed in all connections to electrical pack. Machine powers on, red battery light flashes, and when machine turns on, it immediately counts down and shuts off.